Event description:
It was reported that a novum iq large volume pump had flow issues occurred during an unspecified process step. The patient was on vasopressors escalating to maximum doses. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (B)(6) is unknown, therefore, the UDI number only will contain the device identifier (B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a2, a3a, a4, a5, a6, b1, b2, f10, h1, h6, h10, and h11. B5: additional information stated due to the patient being on ¿vasopressors escalating to maximum doses¿ the patient sustained an unspecified ¿serious injury¿ requiring unspecified ¿intervention.¿ no further information provided. H11: should additional relevant information become available, a supplemental report will be submitted.